Manufacturer narrative:
Correction: code f1904 removed from h6.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the clinic to investigate noise oversensing and three inappropriate shocks in different episodes seen by latitude. Upon review, the noise could be reproduced in primary vector touching the ring. The physician tested and temporary programmed secondary vector. A revision will be performed as it is suspected an electrode fracture around the ring placement. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized, and the revision procedure was scheduled. The physician observed that the patient now has right bundle branch block and in the past left bundle branch block. For the high risk of complete av block, the physician decided to implant a single chamber pacemaker system. For clinical reasons the physician needed to reduce the surgery at the minimum. The s-ICD remains in service in the secondary vector and the patient will be followed remotely by latitude. A new testing was performed during a follow up and the noise was related to a suspected sense b case. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the clinic to investigate noise oversensing and three inappropriate shocks in different episodes seen by latitude. Upon review, the noise could be reproduced in primary vector touching the ring. The physician tested and temporary programmed secondary vector. A revision will be performed as it is suspected an electrode fracture around the ring placement. The patient was hospitalized, and the revision procedure was scheduled. The physician observed that the patient now has right bundle branch block and in the past left bundle branch block. For the high risk of complete av block, the physician decided to implant a single chamber pacemaker system. For clinical reasons the physician needed to reduce the surgery at the minimum. The s-ICD remains in service in the secondary vector and the patient will be followed remotely by latitude. A new testing was performed during a follow up and the noise was related to a suspected sense b case. This s-ICD remains in service. No additional adverse patient effects were reported.